Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. On visual inspection no anomalies were observed. The main board was assembled into a golden unit. It was powered on and would not boot past the fw screen. Upon functional test ran on tester the main board failed out due to defective u34 main processor. The encoder assembly was assembled into a golden unit. It was powered on and observed encoders behaving normally. Upon functional test ran on tester the encoder assembly passed all tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had a blocked screen and was unable to turn on, and hence no adjustments were possible. It was determined at analysis that epg failed the final tests, due to a defective encoder stem assembly. Additionally, the clear cover was reported broken. The printed circuit board (pcb) and all identified faulty components were replaced, and all other detected issues were successfully resolved. The epg then passed all tests without any visual or electrical anomalies and conformed to specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) had a blocked screen. It was noted that the indicator light turned on when the batteries were inserted; however, the display screen was unable to turn on, and hence no adjustments were possible. No patient complications have been reported as a result of this event.